Manufacturer narrative:
Based upon the investigation, the reported unknown endoleak was not able to be confirmed and the assessment was inconclusive. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not identified, therefore, identification of a design or manufacturing issue is inconclusive due to limited case information. The device remains in the patient at this time and was not evaluated. No records or images were provided for review.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it remains implanted in the pt. If additional info pertinent ot the incident is obtained, a follow-up report will be submitted. Additional device: model: a28-28/c95-o20 suprarenal aortic extension lot: 1056087-021. Release date: 12/05/2013, expiration date: 10/31/2016.

Event description:
It was reported the pt presented with a type 2 or type 4 endoleak per radiology report. The aaa growing to 55 x 48 vs 53 x 47 on previous study seen at the level of l3. No pt injury.